Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after total hip replacement was performed, the patient experienced an unspecified infection. This adverse event was treated with revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that, after total hip replacement was performed, the patient experienced an unspecified infection. The device, used in treatment, was not returned for investigation and it was communicated that the requested documentation was not available, and the explant/product was scrapped at the hospital¿. A product evaluation could therefore not be performed. As batch number was not communicated, a review of the production documentation could not be performed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution and the root cause of the reported event could not be further assessed. The patient impact beyond the reported infection and subsequent revision could not be determined, based on a medical assessment. Due to insufficient information it is not possible to perform a review of past corrective actions. A complaint history review was performed, and the occurrence of the reported failure mode is within its expected risk level as per risk management. The performance of the device is within the risks that are anticipated in the risk management documentation of the product, both in occurrence and severity. A relationship between the reported event and the devices cannot be confirmed and the root cause of the reported issue remains undetermined. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. The reported failure mode infection is stated as a potential adverse device effect in the hip instruction for use of smith and nephew (lit. No. 12.23 ed. 03/21). Should more information become available, the investigation will be reopened. No further medical assessment could be rendered, and no further actions are deemed necessary at the time. Smith+nephew will continue to monitor this device for similar issues.